Event description:
When the doctor reached the end of the colon during a procedure, a couple of wires snapped inside the scope. The scope stayed in a retroflexed position, and was unable to be removed. The patient, with the scope still inside, was transferred to the operating room. Through manipulation of the scope and the patient's abdomen, the scope was removed without furhter intervetnion, incident or any injury to the patient. The patient is reportedly doing fine.